Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side severe pain and left side removal due to news that implants were causing cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent reconstructive breast surgery with a 400cc mentor memorygel, breast implant. Now the patient's daughter in law called stating patient had severe pain on the right side implant, and was concerned due to the news stating that implants were causing breast cancer. As a result, the devices on both sides were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 5/15/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).